Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to the blank display. The device also had a scratched display window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. Blood glucose value was 150 mg/dl. She explained that the customer got into the bathtub wearing the insulin pump. Troubleshooting was performed. The insulin pump passed the self-test and no button error alarm was found in the history. The was returned for analysis.